Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant products: right; 425cc mentor smooth round moderate plus profile; catalog number: 3502425; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate plus profile and experienced left side capsular contracture baker grade IV, confirmed on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On 2/11/2020, mentor became aware that "reason for device explant and/or reoperation" was inadvertently left blank under previous submission. It should be: reason for device explant and/or reoperation: left capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).